Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dermatitis allergic ("allergy: rash/skin condition"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, dermatitis allergic, cystitis, vaginal infection, fatigue, nausea and weight increased outcome was unknown. The reporter considered cystitis, dermatitis allergic, fatigue, menorrhagia, nausea, vaginal infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified events ¿menorrhagia (heavy menstrual bleeding), rash/skin condition, bladder infection, vaginal infection, fatigue, nausea, weight gain and she did not undergo an essure confirmation test¿. Reporter¿s information, demographics, essure indication (amended) and essure removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.